Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer unkinked the tubing and resumed insulin delivery. A pump system check was performed. The pump and infusion set tubing appeared to be functioning as expected. The customer declined to remove the infusion set site. As the customer did not have additional supplies on hand, the cannula was not removed. The customer did not change the pump supplies. The customer's blood glucose (bg) level was 394 mg/dl and after multiple boluses were delivered, the bg level had lowered to 84 mg/dl.